Event description:
It was reported that the user experienced a mechanical issue with the infusion set connector that would not turn and lock in place during a supply change; switching to a new connector enabled successful attachment, and replacement connectors were arranged. Symptoms included no reported clinical effects. Outcomes included completion of the supply change without alerts or alarms and no medical intervention. Investigation included customer troubleshooting and education by phone. Investigation of this case revealed the issue was resolved by replacing the connector, suggesting a defective or damaged connector from a specific lot. It was concluded that the event involved a malfunction of the connector component, and the device system functioned as intended with a new connector.